Manufacturer narrative:
Medical safety/clinical reviewed the event. A 71-year-old female presented to the emergency department with nausea and vomiting for four days. An ECG demonstrated st-elevation myocardial infarction (stemi), and the heart team was activated. The patient was intubated and transferred to the cardiac catheterization laboratory. Past medical history included hyperlipidemia, hypertension, and type 2 diabetes mellitus. Coronary angiography identified a 100% occlusion of the right coronary artery, and a decision was made to intervene on the culprit vessel. During the procedure, the patient experienced cardiac arrest requiring four rounds of CPR and two defibrillation shocks. Two high-dose vasopressors were initiated prior to mechanical circulatory support. An impella cp was placed for mechanical circulatory support; however, the device was noted to be kinked and was unable to achieve flows greater than 1.5 l/min. The impella cp was subsequently removed and successfully replaced with a second impella cp. On the day of replacement pump implantation, pulses were not detectable by doppler in either lower extremity. Per the treating physician, this was attributed to peripheral vasoconstriction, and no immediate intervention was noted. Two days later, pulses returned in the contralateral leg, while pulses remained absent in the impella access leg; however, the extremity was noted to be warm. The following day, plan of care documentation noted frequent ectopy and thrombocytopenia. As a result, the impella performance level was reduced to p-6. Impella mechanical circulatory support (mcs) was continued with no plans for escalation of care due to the patient¿s prognosis. Approximately two days later, life-sustaining care was withdrawn, and the patient expired. Impella cp pump 1 is a malfunction and impella cp pump 2 is a death type of reportable event. H6 investigation type/finding/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary ppae (arrhythmia, ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. (Thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
A 71-year-old female presented to the ER with nausea and vomiting for four days. EKG revealed stemi, and the heart team was activated. The patient was intubated and transferred to the cardiac catheterization lab. Past medical history included hyperlipidemia, hypertension, and type 2 diabetes mellitus. The patient experienced a complex clinical course following stemi and rca occlusion, requiring mechanical circulatory support. The first impella device failed due to kinked cannula, necessitating replacement. Despite continued support with the second device, the patient developed ischemia, arrhythmia, and thrombocytopenia and ultimately expired on support. The complications of ischemia and thrombocytopenia are consistent with known device related and patient related factors documented in the instructions for use (IFU). Device-related issues included low flow and cannula kink, while patient outcome was death due to underlying cardiac condition and complications.